Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per (B)(6). The sensor passed per specification with accurate readings. However, the cannula was found split from the tubing.

Event description:
The customer reported via phone call that the sensor received two calibration errors followed by a change sensor alert. The patient's blood glucose at the time of incident was 170 mg/dl. The sensor alarmed when he was sitting down. The sensor was inserted into his stomach. The customer was advised on the timing of calibrations leading to the alert and on proper calibration recommendations. The customer stated that he had eaten about an hour and a half prior to a calibration attempt. The customer was advised that he probably was not stable, which caused the calibration errors. The customer was advised to remove and change out the sensor. The sensor was returned for analysis and a replacement sensor was shipped to the customer.